Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the meshgraft needed calibrated due to the device shredding the patient's skin into strips during surgery. The harvested graft was not useable and an additional graft was required. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned a meshgraft ii device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this meshgraft ii. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the meshgraft ii by zimmer biomet surgical revealed that the cutter, roller, side plates and handle were all damaged. The device was out of calibration. The sample test mesh failed during testing. The reported event was confirmed since during initial inspection the sample test mesh failed during testing and the device was out of calibration. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the cutter, roller, sideplates and handles. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The components were unable to be located by the quality technician. The boxes for that time period were gone through and the parts for this complaint could not be located. The root cause of the device not creating an appropriate mesh was due to a damaged cutter and lack of preventative maintenance as called out in the IFU. The issue was resolved with the replaced cutter, roller, sideplates and handles. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.